Event description:
It was reported to philips healthcare that a 'hands off' icon appeared and remained on the meter screen part way through resuscitation. Visual feedback still seen on the mrx screen. Paramedic indicated multiple 'do not touch the pt' warnings from the mrx. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.